Manufacturer narrative:
Qn#(B)(4). The report of an incorrect pouch label was confirmed by complaint analysis of the customer supplied photos. It was noted that the pouch label was for a cdc-45703-xp1a kit; however, the lidstock/sticker label was for a cdc-42802-xp1a kit. The device history record review consisted of an analysis of the manufacturing facility quality systems documents and no relevant findings were identified. Based on the customer report and the supplied photos, packaging caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. A quantity of 10 devices was reported. Associated mdrs: 9680794-2023-00672, 9680794-2023-00664, 9680794-2023-00665, 9680794-2023-00666, 9680794-2023-00667, 9680794-2023-00668, 9680794-2023-00669, 9680794-2023-00670, 9680794-2023-00671.

Event description:
The complaint is reported as: package lidstock and side card do not match regarding the sku and product description. The lidstock is showing cdc-45703-xp1a and the side card is showing cdc-42808-xp1a. The tray should be a double lumen tray for cdc-42802-xp1a. They discovered the trays were mislabeled as they were in surgery but still needed to use them due to not having other trays to trade out with at the time.

Manufacturer narrative:
(B)(6). A quantity of 10 devices was reported. Associated mdrs: 9680794-2023-00672, 9680794-2023-00664, 9680794-2023-00665, 9680794-2023-00666, 9680794-2023-00667, 9680794-2023-00668, 9680794-2023-00669, 9680794-2023-00670, 9680794-2023-00671

Event description:
The complaint is reported as: package lidstock and side card do not match regarding the sku and product description. The lidstock is showing cdc-45703-xp1a and the side card is showing cdc-42808-xp1a. The tray should be a double lumen tray for cdc-42802-xp1a. They discovered the trays were mislabeled as they were in surgery but still needed to use them due to not having other trays to trade out with at the time.